Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device output fell outside product specification. The device was in use on a patient. There was no report of patient or user harm.